Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1397 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "PICC team called to evaluate PICC that was causing mod/severe rue pain when flushed. Primary rn stated previous inability to flush and was in the process of instilling cathflo when pt stated c/o pain during flush. Upon PICC evaluation, 5fr triple lumen, two lumens working correctly (flushes and draws). However the third lumen caused significant rue pain when flushed (line would not draw). Due to this finding, I replaced the line. When I removed the problematic line, I discovered a rupture in the line at the 5 cm mark." No other information provided.